Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation follow-up #1 submitted 06/03/2013: the device was returned to animas and evaluated by product analysis on (B)(4) 2013 with the following results: call service 64-0001 alarms observed in pump history beginning on (B)(4) 2013 at 11:54pm. Basal delivery is not resumed after the alarms. Daily insulin delivery totals correctly reflected the user's programmed basal rates. During the rewind step the piston does not move; when the load step begins a (B)(4) alarm occurs. Unable to perform steps 17-23 due to recurring alarm. Pump was opened, physical damage was found on the motor. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The patient and the reporter contacted animas on (B)(6) 2013 stating that the pump emitted a call service alarm at midnight on (B)(6) 2013 and the patient awakened. The patient stated that they pulled the battery, replaced it and was unable to rewind. The patient then went to bed. The patient awoke at 4am on (B)(6) 2013 and did not feel well. The patient tested their blood glucose (bg) and it was 500mg/dl with not feeling well. The patient treated themselves with 12 units of humalog and went back to bed. She woke up at 8am and took injection of 10 units for the bg of 400mg/dl. The patient went back to bed, woke up two hours later and felt low (did not check) and treated with milk and cereal. The bg was rechecked 30 minutes later and the bg resolved to 88mg/dl. This report is being made due to the alleged hyperglycemic event that the patient experienced while on insulin pump therapy.